Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had encountered blood glucose versus sensor glucose. The customer stated the sensor glucose was 90mg/dl versus 79mg/dl. Currently sensor glucose suspend showed less than 60mg/dl. The customer is pregnant and experienced sensor glucose 40mg/dl versus 80mg/dl. Sensors were replaced.